Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was instructed to call back if any malfunction occurs again and acknowledged understanding.